Event description:
Caller reported blood glucose results of 344 mg/dl and 347 mg/dl on the advantage system and 120 mg/dl on a professional system within 10 mins. Customer reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.